Event description:
It was reported that the right ventricular lead had increasing and high thresholds. The output on the device was increased in response to the high threshold. The clinician is looking for ways to reprogram the device to save on the battery. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).